Event description:
It was reported that dissection occurred. The 70% stenosed target lesion was located in the mildly calcified and mildly tortuous left main (lm) to left anterior descending artery (lad). Following pre-dilation, a 4.00 x 12 synergy stent was deployed for treatment. After post dilation was performed, a proximal edge dissection in the lm was noted. Stent damage was also noted during the procedure. Another 4.00 x 8 synergy stent was deployed to cover the dissection and successfully complete the procedure.